Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. External insulation abrasion was noted at 9.0-10.9cm and 19.4-19.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.